Manufacturer narrative:
Qn# (B)(4). Additional information requested and received by teleflex, reported there was no clinical consequence to the patient. Patient condition reported as fine. The foreign material was removed from the tube. There was no report that it was retained in the patient. The device involved has not been received by the manufacturer for evaluation at the time of this report. However, a variant device from the same family was used for testing. (B)(6) samples were taken from the current production from p/n 5-16037 et tube, sher-I-bronch, ls, 41 fr lot# 73a1900383. Samples were visually inspected and issue reported "blue part in the device" was not observed in the current manufacturing process. DHR review could not be conducted since the lot number provided did not match the product code reported. A record assessment (fmea) was conducted and no update is required. (Continued). Other remarks: the device sample is needed for a proper and thorough evaluation. Customer complaint cannot be confirmed. Root cause cannot be determined. Corrective actions cannot be established. If the sample becomes available at a later date, this report will be updated accordingly.

Event description:
Customer complaint states: "whilst using the tube, the staff noticed a blue part in it during the endoscopy. The endobronchial tube was removed and replaced by a classic intubation tube to allow the lung specialist to remove this blue part."(cont) there was no patient injury reported. Patient condition was initially reported as unknown.

Event description:
Customer complaint states: "whilst using the tube, the staff noticed a blue part in it during the endoscopy. The endobronchial tube was removed and replaced by a classic intubation tube to allow the lung specialist to remove this blue part."(cont) there was no patient injury reported. Patient condition was initially reported as unknown.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 5-16041 et tube, sher-I-bronch, ls, 41 fr without magnification. Visual examination of the returned device revealed that the tube was returned with the white balloon cuff (tracheal side) partially inflated. Three small pieces of blue material were found in the bronchial side of the tube. It could not be determined where the pieces of material came from as they do not appear to match any material on the tube itself. Functional inspection was performed to inflate and deflate the balloon cuffs. First, the white balloon cuff was deflated. A lab inventory syringe was filled with air and connected to the white pilot balloon. Upon inflation of air, the white balloon cuff was able to completely inflate. Next, the syringe was connected to the blue pilot balloon and an attempt was made to inflate the blue balloon cuff. Upon inflation of air, the blue balloon cuff was unable to stay inflated. Both balloon cuffs were deflated and the device was submerged underwater in order to detect any leaks. Upon inflation of air, the blue balloon cuff leaked from a hole on the cuff. The balloon cuff was microscopically examined and compared to the small blue pieces of material that were found in the tube. It does not appear that the blue pieces belong to the balloon cuff. The reported complaint of "blue part in the device" was confirmed based upon the returned sample. Three small pieces of blue material were found in the bronchial side of the tube. It could not be determined where the pieces of material came from as they do not appear to match any material on the tube itself. Upon functional testing, it was found that there was a hole in the blue balloon cuff. The balloon cuff was microscopically examined and compared to the small blue pieces of material that were found in the tube. It does not appear that the blue pieces belong to the balloon cuff. Since it could not be determined where the blue pieces of material came from, the root cause could not be determined. We will continue to monitor and trend on this issue. Other remarks: